Event description:
The patient was started on a double needle cellex treatment when the rn noticed air in patient's return line. Almost at the same time an air alarm on the machine was noticed. The machine was paused and the patient's return line was clampled and vital signs taken. Therakos was called and the treatment was aborted secondary to unsterile air in the kit from a leak. An estimated blood loss of 251ml occurred. The dr was notified and a decision was made to treat the patient on the xts machine. No order was received from the md to draw blood. The patient was stable throughout the procedure.